Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of the bd¿ syringe with bd luer-lok¿ tip, there was a crack in the syringe barrel. There was no report of exposure, injury, or medical intervention.

Event description:
It was reported that during use of the bd¿ syringe with bd luer-lok¿ tip, there was a crack in the syringe barrel. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
Investigation: one sample was received for evaluation. The syringe is cracked. The crack starts from the barrel flange. It is 2 ¾¿ long therefore failure mode is verified. Cracked barrels are caused when a jam occurs during the assembly process. The jam is resolved but this syringe made it through to packaging. A device history review could not be completed as no batch number was provided.